Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that he had been receiving lost sensor alerts for 4 hours. During the call, the customer explained that he was at the hospital waiting for a doctor's appointment when his blood glucose level dropped to 43 mg/dl. The customer was given glucose tablets and candy. Blood glucose went to 95 and then back to 45 mg/dl which he treated with glucose tablets. The doctor lowered the basal settings. The customer stated that the low blood glucose was caused by excessive movement. The customer noticed that the sensor had a bent piece coming off and it looked like it was splitting off. He was advised to change the sensor. Customer declined troubleshooting the insulin pump.